Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions. Initial reporter name and address: (B)(6).

Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) units blood test device can not alarm. There was no patient involvement.

Manufacturer narrative:
Due to characters limitation the tel. # in e1 is (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and checked all functions of the device. Fse stated that the blood detection function works normally in a dark environment, which means that the detection method was wrong, not a malfunction. Blood test alarms are available. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.